Manufacturer narrative:
Through follow-up it was confirmed by the surgeon that there were three striations on the peripheral edge of the lens after implantation. As the marks were on the edge of the optical surface she felt that once the pupil had returned to normal these marks would be hidden and therefore play no part in the vision of the patient. The surgeon never mentioned the ¿misshapen¿ haptic and has not heard any more from the patient or the patients optician. No additional information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that three marks were noted on the lens after insertion and the surgeon remarked that the trailing haptic was slightly misshapen. No additional information was provided.